Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the cutting wire would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device and its packaging. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length from the distal end was twisted. The cutting wire length was measured and found to meet within specification. Functional evaluation found that the device was able to bow both inside and outside the duodenoscope with no issues. Review and analysis of all available information indicated the most probable root cause for this event was handling damage since manipulation/handling of the device during preparation could have caused the failure reported. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the cutting wire would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device and its packaging. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.